Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined. The angio-seal instruction for use ( IFU) states should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The angio-seal device instruction for use (IFU) states that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instructs the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported that following carotid artery dilation, a 6f angio-seal sts plus was used. A pre-insertion angiogram revealed a common femoral artery puncture with a 6mm lumen artery with no anomalies. The physician tamped the collagen with the tamper tube and held tension on the suture. Five second later, active bleeding occurred and manual compression was applied to achieve hemostasis. No pulses were felt below the knee. The angiogram via an opposite puncture revealed a while collagen like substance around the puncture site. Blood flow was seen pooling in a retrograde fashion; therefore, a percutaneous transluminal angioplasty (pta) was performed. The artery was dilated with a balloon. Pulses were not felt below the knee. The pt's oxygen saturation improved; therefore, no surgery was performed. The pt was in the intensive care unit (ICU). Six days later, an ultrasound revealed a 70% stenosis. No intermittent claudication was observed. Three weeks later, the ultrasound confirmed that the collagen-like substance expanded one millimeter (mm). The pt was later discharged. There were no reported consequences to the pt.